Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit printer would not print or feed paper. The customer called for assistance with troubleshooting the printer. They have replaced the roll, and they have tried flipping it several times. Customer was walked through the same steps but the issue would not resolve. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, investigation conclusions). A getinge field service engineer(fse) was not dispatched as the issue was resolved in-house by the customer's biomed. The customer's biomed tracked and located the subject unit, and successfully completed a printer function check on unit, without learning of any issues from end user.

Event description:
N/a.